Manufacturer narrative:
The device is being held by the user facility risk mgmt and will not be returned for eval. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be sumitted with any relevant info.